Manufacturer narrative:
Patient date of birth and weight not available for reporting. (B)(4). Device was not intended for implantation and was removed. No implant/explant date. Complainant part is not expected to be returned for manufacturer review/investigation. Hospital telephone not available for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was implanted with the titanium vectra-t plate-3 level at c4-c7 for cervical spondylotic myelopathy on (B)(6) 2017. Surgery was completed and patient incision was closed when an x-ray revealed the carriage spacers, which are intended to be removed from the plate after the plate is in position, were still on the plate in the patient¿s body. As patient was still under anesthesia, surgeon made another incision and removed the carriage spacers from the plate. Surgery was completed successfully with a delay of approximately 30 minutes and no adverse consequence to the patient. This report is for one (1) titanium vectra-t plate 3 level 54 mm. This is report 1 of 1 for (B)(4).